Manufacturer narrative:
The reported inability to loosen the atrial set screw was confirmed in the laboratory. Visual inspection identified calcified blood inside the atrial screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a pacemaker explant surgery due to normal batter depletion. During the procedure, it was noted that the atrial lead could not be removed due to rotation difficulty on the set screw. The physician attempted to remove the lead connector but failed to separate the lead and the lead was stretched as a result. The atrial lead was cut at the proximal side and the distal side remained implanted, while the pacemaker was explanted on (B)(6) 2020. A new atrial lead and a new pacemkaer was implanted. The patient was stable before, during, and after the procedure.